Event description:
The manufacturer received information alleging a ventilator was not delivering tidal volume. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the external flow sensor was observed (not reading volume). The device's external flow sensor was replaced to address the issue.